Event description:
It was reported that during priming of the device for a cardiopulmonary bypass procedure, there was an "overspeed" issue with the centrifugal drive motor. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint could not be confirmed. During laboratory evaluation, the product surveillance technician (pst) could not duplicate the complaint. The pst connected the drive motor to lab use only (luo) control module and luo centrifugal pump and tubing. The pst ran the drive motor at various speeds. The pst restarted the drive motor multiple times and observed no overspeed message. The pst moved the drive motor to cold chamber for two hours at 10 degrees celsius (c) and then reconnected it to luo control module and ran drive motor for five hours at various speeds and observed no overspeed message. The pst performed cable agitation with the drive motor running and no overspeed issue was found. No additional action will be taken at this time.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.